Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was assisted with troubleshooting for guardian sensor. The customer reported that blood glucose value was selected to be used for calibration was not received by the transmitter after sent by insulin pump multiple times. The insulin pump will not be returned for analysis.